Event description:
On 08/14/1998 the MFR learned that approximately one week after a patient had an angio-seal device placed, the patient presented to the hosp and was diagnosed as being septic. As of 08/14/1998 there has been no further info provided to the MFR regarding this procedure, treatment recommended or performed, culture results, or patient sequelae.